Event description:
A report was received that the patient had an infection at the lead site in patient's neck. The patient had the devices explanted and was treated with antibiotics. The physician does not believe the infection to be device related.